Event description:
The hub of the needles in the becton dickinson epidural anesthesia trays have hairline cracks which allow "entrainment" of air and leak fluids preventing infusion into the pt. This required the epidural needle to be removed from the pt and another inserted.